Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump was indicating that the pump was not primed and the cannula was not filled in the rewind/load/prime screen. The reporter stated that the issue occurred at random 24 hours after a site/set/cartridge change. The reporter denied the pump alarmed for loss of prime at the time. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 02/02/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: review of the black box revealed record of loss of prime alarm due to an empty cartridge. The pump was not primed within 3 minutes of the empty cartridge alarm. During investigation, the pump did not experience loss of prime; there was no loss of prime alarm during the investigation. The force sensor was evaluated and found to be within specification. Investigation concluded no pump malfunction; the pump operated as intended.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.